Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving a patient notifier. Upon interrogation, episodes of non-sustained ventricular oversensing due to post-sensed t-wave oversensing were observed. Programming changes were recommended.